Event description:
Event verbatim [preferred term] red spot, burn on the lower back after use for 8 hours/burning [thermal burn], the back of it was starting to come out/something may have been torn on the patch or something/the wrap did leak [device leakage], attached the adhesive to body/did not check her skin under the product while wearing thermacare/read the usage instructions on thermacare before she used the product [intentional device misuse], case narrative: this is a spontaneous report from a contactable consumer reported for herself. A 74-year-old female patient (not pregnant) started to use thermacare heatwrap (thermacare lower back & hip), from 2018, 8 hours per day for bad back, chronic pain. Medical history included post-menopausal, ongoing fibromyalgia, ongoing chronic fatigue, ongoing sjogren's, arthritis, sensitive skin, precancerous lesions considered as abnormal skin conditions and shrunk, she was 4'9" or 4'10" but it was because of old age not the thermacare patches. There were no concomitant medications. Past product history included thermacare heatwraps (thermacare heatwraps) from an unspecified date for an unspecified indication and did not experienced the burn problem. She used the thermacare for a real bad back, chronic pain she had and never had issues before. The patient also previously used other heat products for pain relief (electric heating pad, hot water bottle, microwave gel pack) and did not experienced any problem/symptom. The patient received a letter about the thermacare patches recall. She attached the adhesive to body in 2018. She wore the thermacare heatwrap on lower back in the center. She did not engage in exercise while using the product. She did not check her skin under the product while wearing thermacare in 2018. She read the usage instructions on thermacare before she used the product. It was her husband that noticed the red spot/real red, burn on her lower back after using the patch for 8 hours in 2018. She took off the patch and put on ice, did not consult a healthcare provider about it and it had resolved completely. She was unsure when it was she used the patch, "a couple of months ago" in 2018. She added that she thought something may have been torn on the patch or something. When she noticed it was burning, it was really heating up and she just thought oh it was working. She only adjusted it if it came loose but then it was really red back there when her husband saw the red burn spot on her lower back. She recently had injections in her back for the chronic pain. She commented that there had been times where she wore thermacare heat wraps and they didn't have much to them in terms of heat. The patient was currently under the care of a physician for fibromyalgia, chronic fatigue and sjogren's. She classified her skin tone as very light or fair. She had sensitive skin. She purchased red box, and the box was the largest box. Packaging was sealed and intact as far as she can recall. She no longer had them to report UDI, upc, lot, or expiration date, as she threw them away thinking they were no good because the back of it was starting to come out. The patient stated the wrap did leak and she discarded everything after that as she was afraid to use them. Device was not available for evaluation. The patient reported seriousness criteria as malfunction. The action taken in response to the events for thermacare heatwrap was dose not changed. The outcome of events red spot, burn on the lower back after use for 8 hours/burning and the back of it was starting to come out/something may have been torn on the patch or something/the wrap did leak was resolved in 2018 and the outcome of the other event was unknown. The patient considered that there was a reasonable possibility that the event burn, red spot on the lower back was related to the thermacare heatwrap. According to the product quality complaint group: complaint sub-class: heat cells damaged/leaking. There is reasonable suspicion of a device malfunction. The impact is cell leakage and the severity is s3-skin burn. Sterile-product: no. Was CAPA previously identif'd?: no. Summary of investigation: this investigation was conducted for an unknown lot number lower back/hip (lbh) product. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and /or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass heat cells damaged/leaking. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Regulatory impact: no. Process related?: no. Final confirmation status: not confirmed. Reserve sample evaluation and testing result: not required. Expedite trend identified?: no. Exped trend assmt. & rationale: an evaluation was made by searching for possible trends for this subclass. The following complaint intake, triage and investigation (citi) search was performed: scope: date of contact: (B)(6) 2015 through (B)(6) 2018 /manufacturing site: pfizer (place name)/complaint class: product appearance /complaint sub class: cells damaged/leaking - heat cells damaged/leaking. The citi customizable search returned a total of 57 complaints for lower back/hip (lbh) 8hr products during this time period for the class/subclass. Of the 57 complaints; 10 of the 57 records were identified as having a manufacturing related root cause of the wrap having heat cells damaged/ leaking defects. Follow-up (02apr2019): follow-up attempts are completed. No further information is expected. Follow-up (18oct2018): this follow-up report is being submitted to upgrade this case to a reportable MDR. Follow-up (08nov2019): new information received from the product quality complaint group includes severity rating, malfunction assessment and event details. Follow-up (15nov2019): new information received from the product quality complaint group included: investigation results, summary and conclusion. Company clinical evaluation comment based on the information provided, the events of "burn", "device leakage" and "intentional device misuse" as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the events of "burn", "device leakage" and "intentional device misuse" as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
Complaint sub-class: heat cells damaged/leaking. There is reasonable suspicion of a device malfunction. The impact is cell leakage and the severity is s3-skin burn. Sterile-product: no. Was CAPA previously identif'd?: no. Summary of investigation: this investigation was conducted for an unknown lot number lower back/hip (lbh) product. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and /or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass heat cells damaged/leaking. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Regulatory impact: no. Process related?: no. Final confirmation status: not confirmed. Reserve sample evaluation and testing result: not required. Expedite trend identified?: no. Exped trend assmt. & rationale: an evaluation was made by searching for possible trends for this subclass. The following complaint intake, triage and investigation (citi) search was performed: scope: date of contact: 18oct2015 through 18oct2018/manufacturing site: pfizer (place name)/complaint class: product appearance /complaint sub class: cells damaged/leaking - heat cells damaged/leaking. The citi customizable search returned a total of 57 complaints for lower back/hip (lbh) 8hr products during this time period for the class/subclass. Of the 57 complaints; 10 of the 57 records were identified as having a manufacturing related root cause of the wrap having heat cells damaged/ leaking defects.

Event description:
Event verbatim [preferred term] red spot, burn on the lower back after use for 8 hours/burning [thermal burn] , the back of it was starting to come out/something may have been torn on the patch or something/the wrap did leak [device leakage] , attached the adhesive to body/did not check her skin under the product while wearing thermacare/read the usage instructions on thermacare before she used the product [intentional device misuse] , . Case narrative:this is a spontaneous report from a contactable consumer reported for herself. A 74-year-old female patient (no pregnant) started to receive thermacare heatwrap (thermacare lower back & hip), from 2018 and ongoing at unknown frequency for bad back, chronic pain. Medical history included post-menopausal, ongoing fibromyalgia, ongoing chronic fatigue, ongoing sjogren's, arthritis, sensitive skin, precancerous lesions considered as abnormal skin conditions and shrunk, she was 4'9" or 4'10" but it was because of old age not the thermacare patches. There were no concomitant medications. Past product history included thermacare heatwraps (thermacare heatwraps) from an unspecified date for an unspecified indication and did not experienced the burn problem. The patient stated that she received a letter about the thermacare patches recall. She put one on a while back and her back was real red so she threw them away thinking they were no good because the back of it was starting to come out. She used the thermacare for a real bad back, chronic pain she had and never had issues before. It was her husband that noticed the red spot, burn on her lower back after using the patch for 8 hours in 2018. She took off the patch and put on ice, did not consult a healthcare provider about it and it had resolved completely. She was unsure when it was she used the patch, a couple of months ago this year, 2018. She added that she thought something may have been torn on the patch or something. When she noticed it was burning, it was really heating up and she just thought oh it was working. She only adjusted it if it came loose but then it was really red back there when her husband saw the red burn spot on her lower back. She recently had injections in her back for the chronic pain. She commented that there had been times where she wore thermacare heat wraps and they didn't have much to them in terms of heat. She no longer had them to report UDI, upc, lot, or expiration date. The patient was currently under the care of a physician for fibromyalgia, chronic fatigue and sjogren's. She classified her skin tone as very light or fair. She had sensitive skin. She purchased red box. The product was not remaining. She used thermacare 8 hours per day. The patient previously used other heat products for pain relief (electric heating pad, hot water bottle, microwave gel pack) and did not experienced any problem/symptom. She attached the adhesive to body in 2018. She wore the thermacare heatwrap on lower back in the center. She did not engage in exercise while using the product. She did not check her skin under the product while wearing thermacare in 2018. She read the usage instructions on thermacare before she used the product. The patient said the box was the largest box, unsure how many exactly and whatever the largest box size was. Packaging was sealed and intact as far as she can recall. She had disposed of the thermacare lower back & hip in question, cannot report UDI, upc, lot, or expiration date. Device was not available for evaluation. The patient stated the wrap did leak and she discarded everything after that as she was afraid to use them. The patient reported seriousness criteria as malfunction. The action taken in response to the events for thermacare heatwrap was dose not changed. The outcome of events red spot, burn on the lower back after use for 8 hours/burning and the back of it was starting to come out/something may have been torn on the patch or something/the wrap did leak was resolved in 2018 and the outcome of the other event was unknown. The patient considered that there was a reasonable possibility that the event burn, red spot on the lower back was related to the thermacare heatwrap. According to the product quality complaint group: reasonably suggest device malfunction was yes and severity of harm was s3 for complaint sub-class: heat cells damaged/leaking. Follow-up (02apr2019): follow-up attempts are completed. No further information is expected. Follow-up (18oct2018): this follow-up report is being submitted to upgrade this case to a reportable MDR. Follow-up (08nov2019): new information received from the product quality complaint group includes severity rating, malfunction assessment and event details. Company clinical evaluation comment based on the information provided, the events of "burn", "device leakage" and "intentional device misuse" as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device., comment: based on the information provided, the events of "burn", "device leakage" and "intentional device misuse" as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.

Event description:
Red spot, burn on the lower back after use for 8 hours/burning [thermal burn], the back of it was starting to come out/something may have been torn on the patch or something [device leakage], attached the adhesive to body/did not check her skin under the product while wearing thermacare/read the usage instructions on thermacare before she used the product [intentional device misuse]. Case narrative: this is a spontaneous report from a contactable consumer reported for herself. A (B)(6)-year-old female patient (no pregnant) started to receive thermacare heatwrap (thermacare lower back & hip), from 2018 and ongoing at unknown frequency for bad back, chronic pain. Medical history included post-menopausal, ongoing fibromyalgia, ongoing chronic fatigue, ongoing sjogren's, arthritis, sensitive skin, precancerous lesions considered as abnormal skin conditions and shrunk, she was 4'9" or 4'10" but it was because of old age not the thermacare patches. There were no concomitant medications. Past product history included thermacare heatwraps (thermacare heatwraps) from an unspecified date for an unknown indication with no adverse effect. The patient stated that she received a letter about the thermacare patches recall. She put one on a while back and her back was real red so she threw them away thinking they were no good because the back of it was starting to come out. She used the thermacare for a real bad back, chronic pain she had and never had issues before. It was her husband that noticed the red spot, burn on her lower back after using the patch for 8 hours in 2018. She took off the patch and put on ice, did not consult a healthcare provider about it and it had resolved completely. She was unsure when it was she used the patch, a couple of months ago this year, 2018. She added that she thought something may have been torn on the patch or something. When she noticed it was burning, it was really heating up and she just thought oh it was working. She only adjusted it if it came loose but then it was really red back there when her husband saw the red burn spot on her lower back. She recently had injections in her back for the chronic pain. She commented that there had been times where she wore thermacare heat wraps and they didn't have much to them in terms of heat. She no longer had them to report UDI, upc, lot, or expiration date. The patient was currently under the care of a physician for fibromyalgia, chronic fatigue and sjogren's. She classified her skin tone as very light or fair. She had sensitive skin. She purchased red box. The product was not remaining. She used thermacare 8 hours per day. The patient previously used other heat products for pain relief (electric heating pad, hot water bottle, microwave gel pack) and did not experienced any problem/symptom. She attached the adhesive to body in 2018. She wore the thermacare heatwrap on lower back in the center. She did not engage in exercise while using the product. She did not check her skin under the product while wearing thermacare in 2018. She read the usage instructions on thermacare before she used the product. The patient said the box was the largest box, unsure how many exactly and whatever the largest box size was. Packaging was sealed and intact as far as she can recall. She had disposed of the thermacare lower back & hip in question, cannot report UDI, upc, lot, or expiration date. Device was not available for evaluation. The patient reported seriousness criteria as malfunction. The action taken in response to the events for thermacare heatwrap was dose not changed. The outcome of events red spot, burn on the lower back after use for 8 hours/burning and something may have been torn on the patch or something was resolved in 2018 and the outcome of the other event was unknown. The patient considered that there was a reasonable possibility that the event burn, red spot on the lower back was related to the thermacare heatwrap. Follow-up (02apr2019): follow-up attempts are completed. No further information is expected. Follow-up (18oct2018): this follow-up report is being submitted to upgrade this case to a reportable MDR. Company clinical evaluation comment: based on the information provided, the events of "burn" "device leakage" and "intentional device misuse" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device., comment: based on the information provided, the events of "burn" "device leakage" and "intentional device misuse" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.